Manufacturer narrative:
On (B)(4) 2017, an fse conducted on-site follow-up with the customer. The fse replaced the large syringe which returned the instrument back to normal operation. Since the instrument was functioning as intended, no additional activities by field service were required. The most probable cause of the reported event was due to a defective large syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported error 706 (large syringe error) on their aia-g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.